Event description:
Patient reports that she is now getting infections. Further information has been requested from the hcp, but has not been received at the time of this report. A follow-up medwatch will be sent upon receipt of more information.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.